Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for permanent birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe abdominal and back pain. Additionally, after being implanted with essure plaintiff began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Plaintiff has also suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. As a result, plaintiff suffered from heavy bleeding. Her husband noticed a change in his wife's demeanor as she was no longer as happy and energetic as she once was prior to undergoing the implantation of essure. Plaintiff has since been taking prescription medication in order to manage her severe pain. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, plaintiff began to suffer severe abdominal pain. She also presented heavy (genital) bleeding. Since then, she had been taking prescription medication in order to manage her severe pain. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Given the long term nature of this pain and the fact that she had to use prescription medication to manage it, this case is regarded as incident. Non-serious event were also informed. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding'), abdominal pain ('severe abdominal pain/ abdominal pain') and post procedural haemorrhage ('some bleeding afterward/bleeding (after essure placement procedure)') in a 31-year-old female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c (for poiyps/ bleeding/pain) on (B)(6) 2014, polypectomy (for poiyps/ bleeding/pain) on (B)(6) 2014, endometrial ablation (for poiyps/ bleeding/pain) on (B)(6) 2014, c-section on (B)(6) 2007, gravida I on (B)(6) 2007, parity 1 on (B)(6) 2007, lumbar discectomy (for injury, date of procedure (B)(6) 2013 unspecified), debridement (for injury, date of procedure (B)(6) 2013 unspecified), venous thrombosis in pregnancy (pregnancy complication), lumbar pain, bacterial vaginosis, uti, back surgery, hand operation and bronchitis. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: nuvaring from 1992 to 2006, ortho tricyclen, flagyl and cipro. Concurrent conditions included depression, neck strain, ovarian cyst, hives, arthritis, lightheadedness, dizziness, numbness, herniated disc, tenosynovitis, diarrhea, vomiting, joint pain, joint swelling, lumbo-sacral pain, joint dysfunction, tendonitis, ovarian cyst ruptured and polypectomy. Concomitant products included antidepressants since 2008 for depression, cetirizine hydrochloride for rash urticarial as well as bupropion, calamine, diphenhydramine hydrochloride, gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (kenalog comp. Med mycostatin), oxycodone hydrochloride;paracetamol (percocet), prednisone, tizanidine hydrochloride (zanaflex), tramadol hydrochloride (ultram ER) and triamcinolone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("a lot of pain during the implant"). In (B)(6) 2008, the patient experienced weight fluctuation ("weight fluctuations") and migraine ("severe migraines/ migraines/ head-periodic migraines pain/ chronic pain migraines"). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/ back pain/ chronic sore back pain/ chronic back pain"), dyspareunia ("pain during intercourse/ pain during intercourse began 1-2 months after implant") and abdominal pain lower ("abdominal, low area-chronic pressure, stabbing pain"). In (B)(6) 2008, the patient experienced depression ("depression worsened,depression"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), pelvic pain ("chronic pelvis pain/ pain/pelvic pain/ prlvis-pressure, stabbing"), dysmenorrhoea ("menstrual pain"), menstruation irregular ("irregular menses") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polyp ("polyps"), accident ("fall during work hours/ slip and fall injury"), injury ("fall during work hours/ slip and fall injury"), urticaria (",hives-itching soreness"), rash ("rashes-itching soreness"), facial pain ("pain face"), pain in extremity ("arms pain/leg pain"), allergy to metals ("hypersensitivity reaction to nickel") and menorrhagia ("heavy bleeding"). The patient was treated with cetirizine hydrochloride (zyrtec), ibuprofen, sertraline hydrochloride (zoloft), physical therapy (chiropractic care) and surgery (back surgery, hand surgery twice and dilation and curettage and ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain, post procedural haemorrhage, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, abdominal pain lower, procedural pain, pelvic pain, polyp, accident, injury, urticaria, rash, dysmenorrhoea, menstruation irregular, headache, facial pain, pain in extremity, allergy to metals and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, accident, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, facial pain, fatigue, genital haemorrhage, headache, injury, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, polyp, post procedural haemorrhage, procedural pain, rash, urticaria and weight fluctuation to be related to essure. The reporter commented: date discrepancy observed between essure insertion dates i.e (B)(6) 2008, and (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: no filling of either fallopian tube. Filling defect in left uterine cornu is probably an air bubble. Ultrasound scan - on (B)(6) 2014: borderline thickened endometrial stripe with complex fluid identified within endometrial cavity, cervical canal consistent with blood products /hemorrhage. Five tiny /small mural based echogenic foci within endometrial cavity, possible endometrial polyps. Left ovary not visualized. Patient underwent essure confirmation test hsg (hysterosalpingogram) test on (B)(6) 2008. Approximate weight at the time of essure placement: 120lbs. Current weight as of (B)(6) 2017: 149 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: fu9 and fu10 were processed together. Plaintiff fact sheet and medical records were received. Medical history and concurrent condition were added. Event heavy bleeding was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain/ abdominal pain") and post procedural haemorrhage ("some bleeding afterward/bleeding (after essure placement procedure)") in a (B)(6) year-old female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included microdiscectomy (for injury, date of procedure (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 unspecified), debridement (for injury, date of procedure (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 unspecified), c-section on (B)(6) 2007, d & c (for poiyps/ bleeding/pain) on (B)(6) 2014, polypectomy (for poiyps/ bleeding/pain) on (B)(6) 2014, endometrial ablation (for poiyps/ bleeding/pain) on (B)(6) 2014, gravida I on (B)(6) 2007, parity 1 on (B)(6) 2007 and thrombosis (pregnancy complication). Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: nuvaring from 1992 to 2006. Concomitant products included antidepressants in 2008 for depression. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced procedural pain ("a lot of pain during the implant"). In (B)(6) 2008, the patient experienced weight fluctuation ("weight fluctuations") and migraine ("severe migraines/ migraines/ head-periodic migraines pain/ chronic pain migraines"). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/ back pain/ chronic sore back pain/ chronic back pain"), dyspareunia ("pain during intercourse/ pain during intercourse began 1-2 months after implant"), abdominal pain lower ("abdominal, low area-chronic pressure, stabbing pain") and pelvic pain ("chronic pelvis pain/ pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression worsened"), fatigue ("fatigue"), polyp ("polyps"), fall ("fall during work hours") and injury ("slip and fall injury"). The patient was treated with dilation and curettage and ablation, physical therapy (chiropractic care) and surgery (back surgery, hand surgery twice). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain, post procedural haemorrhage, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, abdominal pain lower, procedural pain, pelvic pain, polyp, fall and injury outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dyspareunia, fall, fatigue, genital haemorrhage, injury, migraine, pelvic pain, polyp, post procedural haemorrhage, procedural pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Patient underwent essure confirmation test hsg (hysterosalpingogram) test on (B)(6) 2008. Approximate weight at the time of essure placement: (B)(6) lbs. Current weight as of (B)(6) 2017: (B)(6) lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received: reporter information and patient demographic information updated. Patient relevant history and lab data added. Essure lot number 626152 added and start date updated from (B)(6) 2009 to (B)(6) 2008. Event abdominal pain, back pain/ chronic sore back pain/ chronic back pain, pain during intercourse began 1-2 months after implant, migraines/ head-periodic migraines pain/ chronic pain migraines were clubbed with previously reported events. Events a lot of pain during the implant, some bleeding afterward/bleeding, chronic pelvis pain/ pain, polyps, fall during work hours, slip and fall injury, abdominal, low area-chronic pressure, stabbing pain were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain/ abdominal pain") and post procedural haemorrhage ("some bleeding afterward/bleeding (after essure placement procedure)") in a (B)(6) female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included microdiscectomy (for injury, date of procedure (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 unspecified), debridement (for injury, date of procedure (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 unspecified), c-section on (B)(6) 2007, d & c (for poiyps/ bleeding/pain) on (B)(6) 2014, polypectomy (for poiyps/ bleeding/pain) on (B)(6) 2014, endometrial ablation (for poiyps/ bleeding/pain) on (B)(6) 2014, gravida I on (B)(6) 2007, parity 1 on (B)(6) 2007 and thrombosis (pregnancy complication). Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: nuvaring from 1992 to 2006. Concomitant products included antidepressants in 2008 for depression. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced procedural pain ("a lot of pain during the implant"). In (B)(6) 2008, 579 days before insertion of essure, the patient experienced weight fluctuation ("weight fluctuations") and migraine ("severe migraines/ migraines/ head-periodic migraines pain/ chronic pain migraines"). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/ back pain/ chronic sore back pain/ chronic back pain"), dyspareunia ("pain during intercourse/ pain during intercourse began 1-2 months after implant"), abdominal pain lower ("abdominal, low area-chronic pressure, stabbing pain") and pelvic pain ("chronic pelvis pain/ pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression worsened"), fatigue ("fatigue"), polyp ("polyps"), accident ("fall during work hours/ slip and fall injury") and injury ("fall during work hours/ slip and fall injury"). The patient was treated with surgery (dilation and curettage and ablation), physical therapy (chiropractic care), surgery (back surgery, hand surgery twice) and surgery (back surgery, hand surgery twice). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain, post procedural haemorrhage, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, abdominal pain lower, procedural pain, pelvic pain, polyp, accident and injury outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, accident, back pain, depression, dyspareunia, fatigue, genital haemorrhage, injury, migraine, pelvic pain, polyp, post procedural haemorrhage, procedural pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Patient underwent essure confirmation test hsg (hysterosalpingogram) test on (B)(6) 2008. Approximate weight at the time of essure placement: (B)(6). Current weight as of 16-nov-2017: (B)(6). Most recent follow-up information incorporated above includes: on 12-dec-2017: event coding correction done. Events fall during work hours and slip and fall injury were clubbed and was recoded to meddra llt accident and injury nos. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information received on 01-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4) no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, plaintiff began to suffer severe abdominal pain. She also presented heavy (genital) bleeding. Since then, she had been taking prescription medication in order to manage her severe pain. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Given the long term nature of this pain and the fact that she had to use prescription medication to manage it, this case is regarded as incident. Non-serious event were also informed. Based on the product technical complaint analysis, there is no relationship between the reported event and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain/ abdominal pain") and post procedural haemorrhage ("some bleeding afterward/bleeding (after essure placement procedure)") in a 31-year-old female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lumbar discectomy (for injury, date of procedure (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 unspecified), debridement (for injury, date of procedure (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 unspecified), c-section on (B)(6) 2007, d & c (for poiyps/ bleeding/pain) on (B)(6) 2014, polypectomy (for poiyps/ bleeding/pain) on (B)(6) 2014, endometrial ablation (for poiyps/ bleeding/pain) on (B)(6) 2014, gravida I on (B)(6) 2007, parity 1 on (B)(6) 2007, thrombosis (pregnancy complication) and lumbar pain. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: nuvaring from 1992 to 2006. Concomitant products included antidepressants since 2008 for depression. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced procedural pain ("a lot of pain during the implant"). In (B)(6) 2008, the patient experienced weight fluctuation ("weight fluctuations") and migraine ("severe migraines/ migraines/ head-periodic migraines pain/ chronic pain migraines"). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/ back pain/ chronic sore back pain/ chronic back pain"), dyspareunia ("pain during intercourse/ pain during intercourse began 1-2 months after implant"), abdominal pain lower ("abdominal, low area-chronic pressure, stabbing pain") and pelvic pain ("chronic pelvis pain/ pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression worsened"), fatigue ("fatigue"), polyp ("polyps"), accident ("fall during work hours/ slip and fall injury") and injury ("fall during work hours/ slip and fall injury"). The patient was treated with surgery (dilation and curettage and ablation), physical therapy (chiropractic care) and surgery (back surgery, hand surgery twice). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain, post procedural haemorrhage, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, abdominal pain lower, procedural pain, pelvic pain, polyp, accident and injury outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, accident, back pain, depression, dyspareunia, fatigue, genital haemorrhage, injury, migraine, pelvic pain, polyp, post procedural haemorrhage, procedural pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Patient underwent essure confirmation test hsg (hysterosalpingogram) test on 10-apr-2008. Approximate weight at the time of essure placement: 120lbs current weight as of 16-nov-2017: 149 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain/ abdominal pain") and post procedural haemorrhage ("some bleeding afterward/bleeding (after essure placement procedure)") in a 31-year-old female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar discectomy (for injury, date of procedure (B)(6)2013 , (B)(6)2013 , (B)(6)2013 unspecified), debridement (for injury, date of procedure (B)(6)2013 , (B)(6)2013 , (B)(6)2013 unspecified), c-section on (B)(6)2007 , d & c (for poiyps/ bleeding/pain) on (B)(6)2014 , polypectomy (for poiyps/ bleeding/pain) on (B)(6)2014 , endometrial ablation (for poiyps/ bleeding/pain) on (B)(6)2014 , gravida I on (B)(6)2007 , parity 1 on (B)(6)2007 , venous thrombosis in pregnancy (pregnancy complication) and lumbar pain. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: nuvaring from 1992 to 2006. Concomitant products included antidepressants since 2008 for depression and cetirizine hydrochloride for rash. On an unknown date, the patient had essure inserted. On(B)(6)2008 , the patient experienced procedural pain ("a lot of pain during the implant"). In april 2008, the patient experienced weight fluctuation ("weight fluctuations") and migraine ("severe migraines/ migraines/ head-periodic migraines pain/ chronic pain migraines"). In june 2008, the patient experienced depression ("depression worsened,depression"). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/ back pain/ chronic sore back pain/ chronic back pain"), dyspareunia ("pain during intercourse/ pain during intercourse began 1-2 months after implant") and abdominal pain lower ("abdominal, low area-chronic pressure, stabbing pain"). In november 2009, the patient experienced fatigue ("fatigue"), pelvic pain ("chronic pelvis pain/ pain/pelvic pain"), dysmenorrhoea ("menstrual pain"), menstruation irregular ("irregular menses") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polyp ("polyps"), accident ("fall during work hours/ slip and fall injury"), injury ("fall during work hours/ slip and fall injury"), urticaria (",hives"), rash ("rashes"), facial pain ("pain face"), pain in extremity ("arms pain/leg pain") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with ibuprofen, sertraline hydrochloride (zoloft), physical therapy (chiropractic care) and surgery (back surgery, hand surgery twice and dilation and curettage and ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain, post procedural haemorrhage, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, abdominal pain lower, procedural pain, pelvic pain, polyp, accident, injury, urticaria, rash, dysmenorrhoea, menstruation irregular, headache, facial pain, pain in extremity and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, accident, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, facial pain, fatigue, genital haemorrhage, headache, injury, menstruation irregular, migraine, pain in extremity, pelvic pain, polyp, post procedural haemorrhage, procedural pain, rash, urticaria and weight fluctuation to be related to essure. The reporter commented: date discrepancy observed between essure insertion dates i.e 8 january2008, and november 2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Patient underwent essure confirmation test hsg (hysterosalpingogram) test on (B)(6)2008 . Approximate weight at the time of essure placement: 120lbs current weight as of (B)(6)2017 : 149 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018 : pfs received. Followig events were added: rashes, menstrual pain, irregular menses, headaches,face pain,arms pain, allergic to nickel. Event onset dates added.treatment drugs added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.